Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4+ with severe tethering of both leaflets. Three mitraclips were implanted without reported issue, reducing the mr to grade 2+. Approximately 15 minutes post-procedure, the third most lateral mitraclip (cds 80119u141) had detached from the anterior leaflet, while remaining attached to the posterior leaflet (single leaflet device attachment-slda). Mr was noted at grade 3+. Per physician, the slda was due to the patient's pre-existing tethered leaflets. There was no reported treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (tethered leaflets). However, the reported recurrent mr was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.